Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular lead due to a suspected loose set screw of the device. The device was reprogrammed to resolve the event and the patient was in stable condition. Related manufacturer report number: 2938836-2020-07682.